Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# v755507, implanted: (B)(6) 2012, product type: lead. Product ID: 3550-14, lot# n315954, implanted: (B)(6) 2012, product type: accessory. Product ID: 3550-14, lot# n303331, implanted: (B)(6) 2012, product type: accessory. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(6), product type: programmer, patient. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported that the implantable neurostimulator had shifted positions internally after the patient hit a doorknob in the middle of the night in 2015. The implantable neurostimulator was sticking out quite a bit and the patient had some swelling. It was noted the patient wore a brace and took ibuprofen for 6 weeks before noticing on the date of report that the device seemed to be back in its original pocket. Should additional information be received, a follow up report will be sent out.